Event description:
It was reported that the patient was experiencing hypovolemia and a kinked outflow graft. Patient's ldh improved from 678 to 247 after IV hydration. A cta of the chest revealed 2 kinks in the distal outflow cannula near the anastomosis. No planned intervention for outflow kinks due to patient age and comorbidity. No symptoms related to hemolysis; flows improved to 3.5-4l.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kinks was confirmed via the submitted image. The reported hypovolemia could not be confirmed. A direct correlation between the heartmate 2 left ventricular assist system (lvas) serial number (B)(6) and the reported hypovolemia could not be conclusively determined through this investigation. The account reported the low flow alarms were due to outflow graft kinks discovered via a computed tomography angiography, and the patient being hypovolemic. It was determined that no intervention would be performed to address the kinks. The decreased flow rate resolved following intravenous fluids. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 6 ¿patient care and management¿ states physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The surgical procedures section of the hmii IFU contains information on "preparing a sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. The "attaching the sealed outflow graft" section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The patient remains ongoing on (B)(6). No further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was taken to the emergency department for volume resuscitation and evaluation after no improvement in flow with oral fluid intake. Differential includes dehydration, gi bleed, or rv dysfunction. Patient reports mild dizziness, but denies dark stools or dark urine. Flow noted to be primary in the 3ls over log, while patient¿s baseline is mid to high 4l.